Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed a bd message alert indicative of a potential premature battery depletion (pbd). A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The device remains in service. No additional adverse patient effects were reported. Additional information was obtained, the device was explanted and replaced. Additional information was obtained stating that the device was explanted due to infection. The device is not expected to return for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was obtained stating that the device was explanted due to infection. The device is not expected to return for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed a bd message alert indicative of a potential premature battery depletion (pbd). A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The device remains in service. No additional adverse patient effects were reported.